Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise on rv lead and ff channel. Patient will get a chest x-ray to look for insulation break. On (B)(6) 2016 - this device remains implanted at this time.